Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patient and orders not crossing at all stations. User mentioned station was on critical override and seen two interface error, both order and patient transfer was not crossing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over to all the stations. A technical support specialist dialed into the server, opened sql server management studio (ssms) and ran the server downtime query, then accessed services and restarted the necessary components, including data synchronization, external messaging, external inbound processor, and port sharing, reopened sql server management studio (ssms) and reran the server downtime query, verified that the c, d and e drives were in good condition via file explorer, and checked task manager, which showed central processing unit (cpu) usage ranging from 6% to 25% and memory utilization at 54%, then executed the interface down/delay query in sql server management studio (ssms) and reviewed the results, reassigned the case to the integration engineering support team (iest) team for further assistance and troubleshooting and confirmed that the auto-reboot schedule for the stations functions according to the configured timeframe. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient and orders not crossing at all stations. User mentioned station was on critical override and seen two interface error, both order and patient transfer was not crossing. There were no adverse events or injuries reported based on this event.